Event description:
During a neurovascular procedure, the enterprise 4.5x28mm was inserted through a prowler plus microcatheter (mc), but the enterprise jammed at the distal part of mc and the stent didn't move forward. The entire system, consisting of the enterprise and md were removed and another enterprise and mc were utilized to complete the procedure.

Manufacturer narrative:
During insertion, the 4.5x28mm enterprise jammed at the distal end of the prowler select plus straight (B)(4) microcatheter and didn't move forward. The entire system was removed from the patient and another enterprise and microcatheter were used. Additional information indicated that prior and after removal from the package, the products were not damaged. All the products were prepped per IFU guidelines. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The enterprise introducer was not damaged by the y connector. The microcatheter was re-shaped by utilizing the using the mandrel, and after reshaping no damages were noticed on the device. A constant flush was maintained at all times through all the systems. No additional torque was applied to the microcatheter or enterprise delivery system in order to advance the devices. The microcatheter was not placed at an acute angle. Resistance was noticed at the distal part of the microcatheter, however there was no damage noticed in the section. A jailed technique was not utilized with this procedure. No other devices were utilized in conjunction with the enterprise system. After removal, no other damages were noticed on the microcatheter, delivery system (distal tip damage), stent or microcatheter. A non-sterile prowler select plus microcatheter with enterprise 4.5x28mm inserted was received coiled inside a plastic bag. The microcatheter was inspected and no damaged was found. The delivery wire of the stent was inserted into the microcatheter. The hub was inspected and no damages were found. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and no damages were observed. The delivery wire of the stent passed through the microcatheter, a little friction was felt due to the substance found on the stent delivery wire. Sem analysis was required to evaluate the substance found over the enterprise and the microcatheter. The little friction encountered during functional analysis of the returned device was impacted by the substance found in the enterprise delivery wire; however, root cause investigation has determined that the substance occurs post procedure over time and therefore has no impact on the procedure or the patient. Additionally the stent was not provided to evaluate the report that the stent did not move forward. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Catheter assy lot 14111590 was reviewed. Obstruction of the microcatheter was not confirmed since during functional analysis the delivery system was able to go through the microcatheter without difficulty. The cause of the event reported by the customer is inconclusively and undetermined; therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00291 & 1058196-2009-00292.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2009-00291.